Event description:
The facility reports the staff was lifting a pt off their bed. When the pt was about one inch off the bed, one of the sling clips broke. The pt fell back onto the bed. No injuries were reported.

Manufacturer narrative:
Pictures detailing the place on the sling, the broken clip was positioned and the nature of the breakage were sent to the MFR for further eval. The breakage line was vertical and did not compare to the breakage of similar clips during testing and stress calculations, which clearly show a breakage due to stress much higher than the swl takes off the top bar of the clip and does not cause any other direction of breakage line. Based on tests, stress calculations, and previous complaint handling reports, the MFR concludes the clip breakage shown in the pictures is in line with cases where clips were not washed and dried according to washing descriptions and were subjected to mechanical pressure. This pressure causes breakage lines to occur and the clips to break when put under stress of normal use. Users can visually check for these breakage lines. The sling operating instructions leaflet indicates slings are to be checked before each and every use. The MFR recommends users be retrained to the sling and main medical device operating and product care instructions, with extra attention to the washing instructions and the "check before each and every use" policy.